Event description:
An ophthalmic surgeon reported that during a vitreoretinal procedure, there was air in the aspiration tube and the aspiration pressure was not able to reach an adequate level. The surgeon changed the aspiration pressure from 400mmhg (millimeters of mercury) to 600mmhg, but the issue was not resolved. It seemed that the air was coming from the connection between the probe and the aspiration tube. The problem was resolved after the product was replaced, and the case was able to be completed without harm to the pt.

Manufacturer narrative:
A sample has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).